Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the cannula was detached from the sensor and therefore customer was not able to insert it into skin. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed at the request of the customer. The insulin pump will not be returned for analysis.